Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach, the patient had a right common femoral dissection caused by either the initial 6fr introducer sheath, dilators or the 22fr edwards sheath. The dissection was noticed at the end of the case after the edwards sheath was removed. An angiogram was taken from the contralateral side and an 8 x 50 gore viabahn stent was placed over dissection. The patient left the room in stable condition. The patient's access vessel minimum luminal diameter was reported to be 8.01mm with mild calcification and tortuosity. There was nothing abnormal noticed while inspecting the edward's sheath or dilators prior to their use.

Manufacturer narrative:
The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. Per the report, the access site diameter was 8.01mm with mild vessel calcification and tortuosity. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the transfemoral approach. This may be due to a narrowing of the vessel which could not be appreciated on the CT or angio previously. In this case, the cause of the right common femoral artery dissection cannot be confirmed; however, there may have been vessel narrowing, calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.